Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has noticed since january that they are charging approximately every 12 hours where they previously had to charge about every 24 hours. Caller indicated patient was actually scheduled for an ins replacement on friday because of this issue. Caller stated that patient has been reprogrammed in the past but it's unknown when that has taken place or how long patient has been using current programming. Caller stated patient has groups a-c with 2 programs each but stim usage showed !00% usage of group c; amplitudes for group c were at 7.6 and 5.4 ma. Caller ran check energy for each group which showed the following recharge intervals: group a - 3.7 days, group b - 2.6 days, group c -0.7 days. Caller reviewed recharge diary which showed average coupling as excellent, average percent ending as 90%, average recharge time as 36 minutes and average recharge interval as 13 hours. Tss reviewed that ins and external equipment appear to be working properly given the patient's programming and recharging information. Tss discussed possible programming option to lessen recharge burden as group c gives most effective therapy. Caller was going to likely reprogram groups a and b to be more similar to group c with slightly different programing to provide patient options for therapy and hopefully longer recharge intervals. Leads are occipitally placed for migraines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the charging every 12 hours was related to programming. This has been resolved.